Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of a blurred image was not confirmed. However, it was discovered that the image was noisy at first, but the subject could be identified. Also, a dirty insertion section component was discovered due to insufficient cleaning and reprocessing. Additional issues were identified during the device evaluation: the bending was problematic due to the angle wires being cut; the switches 1 and 2 were deteriorated and did not work; the switch board was short-circuited due to water invasion; the objective lens was scratched; the s-connector had corrosion and was discolored; the nameplates on the s-cover were missing; and the suction cylinder was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during reprocessing. It was identified that the image was blurry, and the angle bending was problematic on the evis lucera elite gastrointestinal videoscope when used with the cv-290 evis lucera elite video system center. The intended procedure was completed using a similar device, with no reports of patient harm associated with this event.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the insertion section and scope connector cover were dirty. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to update b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found on the insertion tube and scope connector cover. The foerign material was later identified as tissue glue. The foreign material was detected prior to use and the scope not used on a patient. As such, it is likely the tissue glue had adhered to the scope during the previous procedure and solidified. The cause could not be specified as to why the foreign material remained on the scope. Olympus will continue to monitor field performance for this device.